Event description:
It was reported that during an in clinic follow up, the right ventricular (rv) lead exhibited episodes of over-sensed noise which resulted in inappropriate automatic mode switch (ams). Isometric testing was performed, and noise was not noted nor reproduced. No further intervention was reported. The patient was in stable condition.